Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100664348. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leakage tested and functionally tested. All three tests passed successfully, and no damage or abnormalities were observed. The cylinders were visually inspected and underwent leakage testing, with both tests passing successfully. The rear tip extenders were also visually inspected and found to be free of any damage or abnormalities. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of infection, pain and swelling were found to be listed in the IFU. A risk review was completed and confirmed that the event of infection, pain, swelling, and mechanical issues were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and the results of the analysis, the clinical observation of a mechanical pump issue was not confirmed through testing, and no additional device issues were reported or identified. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to operate the pump and developed a severe infection, likely because the device was used before the healing process was complete. This resulted in intense pain and significant swelling of the glans. The patient elected to have the device removed. During the surgical procedure, infection was identified in the glans, scrotum, and around the penoscrotal incision scar. A successful explantation was performed, and the patient's post procedure condition was stable. The infection was treated with antibiotics, and no additional complications were reported.

Manufacturer narrative:
Additional information: b7/other relevant history. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to operate the pump and developed a severe infection, likely because the device was used before the healing process was complete. This resulted in intense pain and significant swelling of the glans. The patient elected to have the device removed. During the surgical procedure, infection was identified in the glans, scrotum, and around the penoscrotal incision scar. A successful explantation was performed, and the patient's post-procedure condition was stable. The infection was treated with antibiotics, and no additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to operate the pump and developed a severe infection, likely because the device was used before the healing process was complete. This resulted in intense pain and significant swelling of the glans. The patient elected to have the device removed. During the surgical procedure, infection was identified in the glans, scrotum, and around the penoscrotal incision scar. A successful explantation was performed, and the patient's post-procedure condition was stable. The infection was treated with antibiotics, and no additional complications were reported.